Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, high capture threshold and sensing issue was observed on the right ventricular lead. Patient was not dependent on device and had device unrelated sickness. Lead was capped and replaced on (B)(6) 2018. Patient¿s condition was stable.